Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: exchange of implants . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two unspecified saline breast implants experienced bilateral implant discoloration postoperatively. The patient was not experiencing any adverse symptoms, but underwent an elective bilateral removal and replacement with 250cc mentor smooth round moderate plus profile gel-filled breast implants on (B)(6)2020. Per the physician's office, the devices appeared cloudy and contained particulate matter resembling mold post-explant. The physician¿s office aspirated approximately 25cc of fluid from each device using a sterile technique, placed it into a sterile specimen cup, and sent the samples to an independent lab for analyzation. In this cup, when gently shaken, soapy suds appeared, possibly indicating something sort of detergent has been placed with the fluid into the implants themselves (per the physician¿s report). The fluid was also sent to a lab for microbiology, afb, and fungal testing. On (B)(6) 2020, a preliminary culture anaerobic bacteria with gram stain test was performed. Results were received on (B)(6) 2020, indicating that the right breast implant had moderate growth of pseudomonas putida and the left breast implant had no growth. Final culture reports are still in progress. This medwatch form is for the left breast prosthesis. See 1645337-2020-02486 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/19/2020. Device evaluation summary: according to the information reported, the patient changed their saline implants, implanted in 1998, during explantation it was observed that the fluid inside implants was a bit cloudy and with particulates. Additional information was provided stating that in each implant, there was a small spec, which is bluish green in color and ¿fuzzy¿ looking. It is uncertain what it is but resembles mold spores. The fluid does not appear to be sterile saline. About 25cc was aspirated under sterile technique from each implant, placed in a sterile specimen cup, and sent to an independent lab for analyzation. The left breast fluid was found to have bacteria growing. During the visual evaluation of the saline-filled silicone breast implant, foreign particles were noted to be present inside the implant within the solution, measuring approximately 0.6 cm. No damages or leaks were noted during the visual inspection. A sample of the liquid containing the foreign matter was extracted and analyzed to determine the composition of the material. The analysis revealed that the material is primarily composed of a biological-based material. The mechanism by which it was introduced into the implant cannot be ascertained. The product insert data sheet states that during implantation, when inflating the implants, the surgeon should use a syringe filled with pyrogen-free, sterile sodium chloride u.s.p. Solution for injection to inflate the prosthesis to the recommended volume. Only sterile, pyrogen-free sodium chloride u.s.p. Solution for injection drawn from its original container should be used. As it is known that bacterial infections may result from contaminated saline, it is recommended that a new sterile saline container be used with each surgery and implant-filling procedure. The sterile saline should be drawn into a syringe and transfer into the implant by connecting the syringe to the two-way valve that is connected to the fill tube attached to the implant valve. This is known as a ¿closed¿ technique as the saline solution is never exposed to the outside environment. While the mechanism by which the material was introduced into the implant cannot be ascertained, there are documented case studies in the open literature concluding that environmental factors and surgical technique could result in foreign matter being introduced inside the sterile shell at the time of implantation. Please note that mentor performs 100% inspection of all devices, including sterilization records prior to release and maintains a comprehensive quality assurance (qa) system in compliance with the FDA's good manufacturing practice (gmp) regulations. Since the implant lot information could not be obtained, no device history records could be evaluated. It should be noted that mentor saline breast implant shells are manufactured in a control environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Saline breast implant shells are provided deflated and sterile and are filled at the time of implantation. Manufacturer¿s reference number: (B)(4).